Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that her friend was on the floor and was not sure what to do. Customer's blood glucose was 40 mg/dl. Caller reported that paramedics were called ten minutes prior, but still had not arrived. Caller was advised to give juice or to find glucose tablets. Paramedics arrived and call was discontinued.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.